Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. There was no ramping numbers on their own or scrolling bar moving anomaly noted on the pump. The pump was received with a minor scratched display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 181 mg/dl. Customer stated that she went to eat carbs and the numbers don't stop scrolling up. Customer stated that she was in the pool with the pump and the pump worked fine after she left the pool. Customer had laid in the pool on many different occasions with no issues. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.